Event description:
Tissue sealer was working for less than 10 minutes, and then harmonic machine showed message: replace handpiece. Tissue sealer began to function as expected when the handpiece was replaced.